Event description:
Customer reported that the unit will come loose and the buckle with the strap. There is no damage to the buckle or the strap and the unit was not laundered. The customer did not provide a date when this was discovered and there was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation but has not been received. (B)(4).